Manufacturer narrative:
Sample preparation and handling information associated with this event were not supplied by the customer. Calibration and qc results faxed by customer appear to be acceptable. The customer has not reported any other chemistry issues or system errors. Service was not dispatched for this event, as it appears to be reagent related. A customer notification letter has been distributed in association with these rheumatoid factor lot. Information on rf reagent lot m001791. Manufactured date : 06/03/2010 expiration date: 05/31/2011. This is a reagent issue.

Event description:
The customer contacted beckman coulter inc (bec) in regards to falsely positive rheumatoid factor (rf) assay results (> 20 iu/ml) generated by the synchron lx 20 pro clinical chemistry system on multiple number of patients in association with a specific rheumatoid factor (rf) reagent lot. The results were reported out of the laboratory. The customer did not provide number of patients involved, any confirmatory testing information, or information about treatment impact due to this event. Information has been requested but was not received. Per customer 29.1% of the 467 samples tested were >20 iu/ml.